Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a buckled upstream occlusion seal. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the upstream occlusion seal and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an over infusion during testing. There was no patient involvement, no injury was reported.